Event description:
It was reported that a patient's atrial lead exhibited noise. Nothing has been done at this time, as the noise does not affect device performance. The patient had no consequences as a result of the noise.